Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the lancet holder of her one touch lancing device cracked in half and will not hold the lancet; however, she indicated that she was able to get the lancing device to work "sometimes." The customer service representative called the patient back on may 30, 2008 to obtain additional information. The patient tests twice daily (2 hours after lunch and 2 hours after dinner). She claimed that the lancing device issue reportedly started about 1 week before original date, but also stated that the lancing device would "sometimes" work. The csr was also unable to confirm if the patient was testing less frequently due to the lancing device issue. During that month, the patient reportedly had symptoms of hyperglycemia and hypoglycemia off an on, but she also admitted that she had stopped taking metformin "on her own accord;" however, it is unclear if she stopped taking metformin due to the lancing device issue. Normally, she also takes 1 pill of metformin with every meal, plus 1/2 of an unknown pill twice daily. She attributes her fluctuating symptoms to not taking metformin. The patient claimed that when she felt "low," she would keep trying to test until she finally managed to get a result. The csr was unable to obtain information regarding attempted tests when the patient felt hyperglycemic. On original date at 3pm (the day of the initial call), the patient felt "low" and was able to use her alleged broken lancing device. She tested on her meter and reportedly got "2.0 mmol/l" something. She treated her symptoms with apple juice or orange juice with extra sugar and felt better afterwards. Prior to developing her "low" symptoms, she had her "good sized" breakfast at 5:30-6am, a "normal" lunch at 11:30am-12pm, and was doing housework. She had also skipped taking metformin prior to developing the symptoms. The customer care advocate (cca) noted there was no misuse of the product. A replacement lancing device was sent to the patient. It is unknown why the patient stopped taking her metformin and if the patient tested less frequently due to the lancing device issue; however, based on the provided information, this complaint is being reported because the patient allegedly experienced symptoms of hypoglycemia and hyperglycemia during the month, which is after the lancing device issue began.